Manufacturer narrative:
Reported event: an event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
Surgeon put a primary hip in this patient on (B)(6) 2015. The post op x-rays confirmed a well seated, well positioned cup. In subsequent post op follow up visits a radiolucent line developed and continued to worsen. It was determined that the patient had a loose cup and needed revision. On (B)(6) 2016 the patient under went a revision hip, and the cup was confirmed to be loose, and have fibrous ingrowth with no bony ingrowth.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Surgeon put a primary hip in this patient on (B)(6) 2015. The post op x-rays confirmed a well seated, well positioned cup. In subsequent post op follow up visits a radiolucent line developed and continued to worsen. It was determined that the patient had a loose cup and needed revision. On (B)(6) 2016 the patient under went a revision hip, and the cup was confirmed to be loose, and have fibrous ingrowth with no bony ingrowth.